Event description:
It was reported that the 9800 system had a low ma error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The candle-sticks were re-greased and the filament adjusted during the service call. The system was tested and found to be working as intended and put back into service.